Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿reoperation to replace a component or entire frame configuration.¿

Event description:
It was reported that patient underwent an initial humeral lengthening procedure on (B)(6) 2015. Subsequently, patient underwent a revision procedure on (B)(4) 2015 due to stripped gears on the correction module. Patient underwent anesthesia, and another module was used to complete the procedure.